Event description:
Procedure type: lap gastric bypass. Pt gender: female. According to the reporter: the orvil detached from the plastic tubing in the esophagus. The doctor removed the device with no pt harm. The operating time was extended 30 minutes. No pt injury was reported.

Manufacturer narrative:
Initial report sent: 04/15/2008.